Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 78 (non-recoverable system error) was reported in an arctic sun device. Per review of wo on 07aug2025, device was used on patient and there was no patient impact. Per follow up information received via mail on 07aug2025, device would be sent to task management for repair. Issue was not resolved yet. Device has not been repaired yet. Device was used on a patient, but no impact was reported. Patient switched to different device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Could not reproduce error 78. No error code observed. Cleaning, inspection, replenish cleaning solution, calibration performed. Device passed applicable testing. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 78 (non-recoverable system error) was reported in an arctic sun device. Per review of wo on 07aug2025, device was used on patient and there was no patient impact. Per follow up information received via mail on 07aug2025, device would be sent to task management for repair. Issue was not resolved yet. Device has not been repaired yet. Device was used on a patient, but no impact was reported. Patient switched to different device.